Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had alerted low blood glucose and had gone ito threshold suspend mode. The customer stated that the sensor glucose reading was 64 mg/dl and had increased to 94 mg/dl after they had treated for their low blood glucose level. The customer checked their blood glucose and it was 152 mg/dl. Assistance was provided to manually calibrate the sensor, clearing the alarm, and resuming the basal rates. The sensor reading had jumped to 74 mg/dl immediately after the calibration. Nothing further was reported.